Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
This report is being reported to relay additional and corrected information. The device history records for the femoral component was reviewed with no deviations or anomalies identified. Concomitant product: persona trabecular metal modular tibial component, catalogue #, 42530006402 , lot # 62452073.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the device is unknown. The device history records for the tibial component was reviewed with no deviations or anomalies identified. These devices are used for treatment. The implants were reviewed for compatibility with no issues noted. A product history searches was conducted for the part/lot combinations related to the event. No other complaints were identified for either part/lot combination. Review of the operative notes from the revision surgery on confirmed that both the tibial and femoral components were revised due to loosening. The notes indicate that the femur was ¿quite loose¿ with minimal ingrowth, and that there was gross motion on the tibial plate. No deviations from the surgical technique were noted in the primary operative notes from the initial tka. Information was not provided regarding the patient¿s adherence to a rehabilitation protocol or any other patient factors that may have influenced the performance of the device. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The tibial component in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. A CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.